Event description:
The patient was implanted with a left ventricular assist device. The patient was admitted for high ldh despite medication. Additional medication was administration for suspected pump thrombus. A pump exchange was completed and a large clot was noted in the pump.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.